Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the battery is dead and would not charge. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.